Event description:
It was reported that while in the cath lab, the md inserted the sheath into the pts' femoral artery. The md met resistance when inserting the intra-aortic balloon (iab) through the sheath. As a result, the md removed the iab and the sheath as one unit. The md inserted another sheath and the iab successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no delay in therapy. The pt outcome is "fine." Indication for use: prophylactic use.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.